Event description:
It was reported patient received inappropriate therapy. Merlin.net transmission displayed intermittent atrial undersensing of p-waves falling on top of the r-waves and causing the rate branch to immediately classify the arrhythmia as vt. Patient was put on appropriated therapy drug to control rapid atrial fibrillation and zones were reprogrammed. The device remains implanted. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.